Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the bluetooth telemetry loss exhibited by the implantable cardioverter defibrillator (ICD) was caused by telemetry lockout. The patient presented in clinic and the interrogation was able to be performed. The patient was in stable condition.

Manufacturer narrative:
H6- health effect- impact code should be "4636 - unexpected diagnostic intervention" rather than "2199 - no health consequences or impact".